Event description:
It was reported that healthcare provider tried to administer medication via patient's peripheral IV using a stopcock. Peripheral IV was working well; however, it was unable to push medication through the stopcock to administer it. They tried again with another stopcock; but the same thing happened. The stopcock was removed, and they were able to administer medication directly through patient's peripheral IV without any issue. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used device was received for evaluation. Visual inspection was performed, and no anomalies were identified. No occlusion or blockage was found during functional testing. As the lot number is unknown, a lot history review could not be performed. There is no trending on the part number for the reported issue.